Event description:
It was reported that the customer was hospitalized for 1 week due to an unknown cause. The customer's wife did not provide any further details regarding the hospitalization. She also reported that the sensors had inaccurate sensor glucose readings, which would vary by almost 100 units, compared with the blood glucose reading. She stated that the insulin pump would alert in the middle of the night, and when she and the customer checked his blood glucose reading, it was within normal range. She noted that the customer experienced some discomfort using the sensor. She declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.